Event description:
Laparoscopic bilateral salpingectomy, right oophorectomy, pelvic washing and the endocatch bag (retrieval device) broke inside the patient which caused the surgeon to make a bigger incision in order to remove the specimens.